Manufacturer narrative:
Correction: b5 describe event or problem: last paragraph of narrative corrected.

Event description:
Promus premier china registry it was reported that unstable angina occurred. In (B)(6) 2018, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The subject did not receive heparin or other anti-thrombin medication. The target lesion was located in the proximal left anterior descending (lad) artery with 85% stenosis and was 24 mm long, with a reference vessel diameter of 2.25 mm. Timi flow was 0. The target lesion was treated with pre-dilatation and placement of a 2.25 x 28 mm study stent. Following post-dilatation, residual stenosis was 10%. In (B)(6) 2019, the subject was discharged on aspirin, clopidogrel and other antiplatelet medications. In (B)(6) 2019, 13 days post discharge, the subject presented with unknown symptoms and was hospitalized for further evaluation and treatment. The subject was diagnosed with angina pectoris and non target vessel revascularization was performed to treat the event. Six days later, the event was considered to be recovered/resolved and discharged home on the same day on aspirin, clopidogrel and other antiplatelet medications. It was further reported that the target lesion was 58mm long and a 2.5x36mm stent was also implanted. It was further reported that in (B)(6) 2018 the subject presented with myocardial infarction. Prior to the index procedure, the patient received heparin or other anti-thrombin medication along with gp iib/iiia inhibitor and loading doses of 300 mg aspirin and 180 mg ticagrelor. The target lesion was located in the proximal lad extending to mid lad with 100% stenosis and a vessel diameter of 2.5mm. Following treatment, the timi flow was 3. The target lesion was also treated with a non-study coronary stent 2.5 x 36 mm. In (B)(6) 2019, diagnostics revealed stent thrombosis in mid to distal lad. The percentage of stenosis was unknown. The event was treated with percutaneous coronary intervention/target vessel revascularization(tvr) with 10% residual stenosis and timi flow 3.

Event description:
Promus premier china registry it was reported that unstable angina occurred. In (B)(6) 2018, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The subject did not receive heparin or other anti-thrombin medication. The target lesion was located in the proximal left anterior descending (lad) artery with 85% stenosis and was 24 mm long, with a reference vessel diameter of 2.25 mm. Timi flow was 0. The target lesion was treated with pre-dilatation and placement of a 2.25 x 28 mm study stent. Following post-dilatation, residual stenosis was 10%. In (B)(6) 2019, the subject was discharged on aspirin, clopidogrel and other antiplatelet medications. In (B)(6) 2019, 13 days post discharge, the subject presented with unknown symptoms and was hospitalized for further evaluation and treatment. The subject was diagnosed with angina pectoris and non target vessel revascularization was performed to treat the event. Six days later, the event was considered to be recovered/resolved and discharged home on the same day on aspirin, clopidogrel and other antiplatelet medications. It was further reported that the target lesion was 58mm long and a 2.5x36mm stent was also implanted. It was further reported that prior to the index procedure, the patient received heparin or other anti-thrombin medication along with gp iib/iiia inhibitor and loading doses of 300 mg aspirin and 180 mg ticagrelor. The target lesion was 100% stenosed and following treatment, the timi flow was 3. The target lesion was also treated with non-study coronary stent 2.5 x 36 mm. In (B)(6) 2019, diagnostics revealed stent thrombosis in mid to distal lad. The percentage of stenosis was unknown with timi flow 3. The event was treated with percutaneous coronary intervention with 10% residual stenosis and timi flow 3.

Manufacturer narrative:
Device is a combination product.

Event description:
Promus premier china registry. It was reported that unstable angina occurred. On (B)(6) 2018, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The subject did not receive heparin or other anti-thrombin medication. The target lesion was located in the proximal left anterior descending (lad) artery with 85% stenosis and was 24 mm long, with a reference vessel diameter of 2.25 mm. Timi flow was 0. The target lesion was treated with pre-dilatation and placement of a 2.25 x 28 mm study stent. Following post-dilatation, residual stenosis was 10%. On (B)(6) 2019, the subject was discharged on aspirin, clopidogrel and other antiplatelet medications. On (B)(6) 2019, 13 days post discharge, the subject presented with unknown symptoms and was hospitalized for further evaluation and treatment. The subject was diagnosed with angina pectoris and non target vessel revascularization was performed to treat the event. Six days later, the event was considered to be recovered/resolved and discharged home on the same day on aspirin, clopidogrel and other antiplatelet medications. It was further reported that the target lesion was 58mm long and a 2.5x36mm stent was also implanted.

Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) registry. It was reported that unstable angina occurred. In (B)(6) 2018, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The subject did not receive heparin or other anti-thrombin medication. The target lesion was located in the proximal left anterior descending (lad) artery with 85% stenosis and was 24 mm long, with a reference vessel diameter of 2.25 mm. Timi flow was 0. The target lesion was treated with pre-dilatation and placement of a 2.25 x 28 mm study stent. Following post-dilatation, residual stenosis was 10%. In january 2019, the subject was discharged on aspirin, clopidogrel and other antiplatelet medications. In (B)(6) 2019, 13 days post discharge, the subject presented with unknown symptoms and was hospitalized for further evaluation and treatment. The subject was diagnosed with angina pectoris and non target vessel revascularization was performed to treat the event. Six days later, the event was considered to be recovered/resolved and discharged home on the same day on aspirin, clopidogrel and other antiplatelet medications.